Event description:
On (B)(6), 2009, this patient underwent repair of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (B)(4), aortic extender component (B)(4), and contralateral leg component (B)(4). It was reported that on an unknown date, an additional procedure was performed to treat a persisting type ii endoleak with aneurysm enlargement (amount unknown). The physician reportedly performed coil embolization and injected thrombin into the aneurysm sac. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted.